Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed accuracy test +6.15%. There was no patient involvement.

Manufacturer narrative:
D9 - date returned to mfg: 12/30/2024. One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a expulsor. As a result, the expulsor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.